Event description:
Customer reported that 2 patients tested negative on icon ds hcg (same urine sample was tested twice on each patient). The first patient had their lmp 1 1/2 months ago and the 2nd patient's lmp was 2 months ago. Both patients used home pregnancy tests 2 days after being tested at the doctor's office. Both home pregnancy tests were positive. No brand information was available from the customer. Both patients returned to doctor's office, and another urine sample was tested approximately 4 days after initial pregnancy test at the doctor's office. Again, both patients tested negative on icon ds hcg. Serum samples were collected on both patients and sent to lab for qualitative hcg. Both samples came back positive. Labcorp used a beta-hcg qualitative test; no information on what brand of test is used. One patient is recovering from spinal and neck surgery (date of surgery not provided), and has been on methanone since surgery. If pt is pregnant they need to be removed from this medication. A false negative result will cause one of the patients to continue with methanone therapy. This may cause increased risk to the fetus and/or patient in event the patient is pregnant.